Manufacturer narrative:
The customer's reported experience with possible higher than expected flow rates could not be replicated during lab testing. Review of the pcu event log confirmed heparin (25000 units in 250ml) was infusing at 7ml/hr as reported. The total infusion time was approximately 3 hours and 38 minutes prior to being stopped. Visual inspection was performed on the source pump module. The rear case had a large dent on the lower left corner. The interior was found to have minor signs of fluid ingress. Physical damage was found on the carefusion bezel assembly; 2 of 6 bosses (standoffs) were broken. Both bosses were cracked all the way through; one was missing a large segment, which was found loose within the unit. The mech assembly could be moved with finger pressure. Functional testing was performed. The pump module passed standard asm rate accuracy testing, but failed a timed rate accuracy test. The difference in test results is attributed to the flow rate during each test; asm performs rate accuracy at a set rate of 500ml/hr whereas the 1-hour timed rate accuracy test was run at the event rate of 7ml/hr; during the timed test the device was actually found to be slightly underinfusing, however, at -5.12%. Specification for this test is +/- 5.0% error. The root cause of the reported over-infusion could not be determined, however the proximate cause is believed to be the impact damage to the source device. It is possible that a shifting of the mech assembly due to the broken bosses occurred, or that the loose bezel standoff segments interfered with the pump mechanisms and caused periodic unregulated flow to occur. The administration set was not received for investigation.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was programmed to infuse a new bag of heparin (25000units/250ml) at a rate of 7ml/hr and the bag was discovered empty 4 hours later. Labs were drawn and the physician was notified. The customer reported no adverse reaction to the patient.